Event description:
Pt has been on peritoneal dialysis since 2004 without any infections. Pt trained on stay safe adn newton cycler six months later switching from the freedom and premier system. He was admitted to the hospital with peritonitis in 2008 with cath being removed two days later related to yeast infection. This pt had no problems on pd until the change of product and on the package it is printed non sterile and anything that touches the pd cath needs to be sterile. Dates of use: 2 months 15 days; 2007 - 2008. Diagnosis or reason for use: peritoneal dialysis. Event abated after use stopped or dose reduced? Yes.